Event description:
It was reported that the right ventricular lead malfunctioned. The lead was abandoned and replaced with a new lead. Six years later, during a routine device replacement procedure, the previously-abandoned lead was explanted. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the distal segment of the lead was returned and analyzed and analysis revealed the distal conductor was fractured. The defib conductor was distorted and cut and there was blood/body fluid (not obstructed) on it and the outer tubing overlay. The outer tubing overlay was also melted and had cosmetic environmental stress cracking and a breached cut. The inner tubing was torn and there was a white substance on the exposed defib coil. The helix was distorted/bent, there was blood in/on the helix mechanism, and the lead was flexed.